Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), migraine ("migraines"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a hysterectomy with a bilateral salpingectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, migraine, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menstrual disorder, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded.. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding') in a 26-year-old female patient who had essure (batch no. B59463, f61386 - inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, flank pain and headache. Previously administered products included for to prevent pregnancy: implanon from (B)(6) 2014 to (B)(6) 2014 and depo-provera from (B)(6) 2012 to (B)(6) 2014. Concurrent conditions included multigravida, menses irregular, arthralgia, upper abdominal pain, gallbladder stones, nausea, biliary colic, cholecystitis, cholecystectomy, shoulder pain, turner's syndrome, reproductive system disorder prophylaxis, ms, genitourinary tract infection, back pain, right lower quadrant pain, left lower quadrant pain, pap smear abnormal, cervical dysplasia, bilirubin elevated and restless legs. Family history included breast cancer (paternal grandmother) and cervical cancer (mother). Concomitant products included ondansetron hydrochloride for nausea and vomiting, fentanyl, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin children) and morphine for pain as well as celecoxib (celexa)(B)(6) 2017 to (B)(6) 2018, ethinylestradiol;norgestimate (sprintec), etonogestrel (nexplanon), ibuprofen, medroxyprogesterone acetate (depo-provera) since (B)(6) 2012, naproxen, nsaids from (B)(6) 2014 to (B)(6) 2018 , paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2018, pramipexole dihydrochloride (mirapex) since (B)(6) 2016, pramipexole (B)(6) 2017 to (B)(6) 2018 and topiramate since 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 9 days after insertion of essure. In (B)(6) 2015, the patient experienced migraine ("migraines / , migraines / headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced depression ("depression / psychological or psychiatric problems condition: depression") and anxiety ("mental anguish / psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent a hysterectomy with a bilateral salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, migraine, depression, anxiety, female sexual dysfunction and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded.; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea, depression, anxiety, migraines. Batch no b59463, production date 2013-08-02, expiration date 2016-08-31, lot number f61386 is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding') in a 26-year-old female patient who had essure (batch no. B59463 (r), f61386 (l)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, flank pain and headache. Previously administered products included for to prevent pregnancy: implanon from (B)(6) 2014 to (B)(6) 2014 and depo-provera from (B)(6) 2012 to (B)(6) 2014. Concurrent conditions included multigravida, menses irregular, arthralgia, upper abdominal pain, gallbladder stones, nausea, biliary colic, cholecystitis, cholecystectomy, shoulder pain, turner's syndrome, reproductive system disorder prophylaxis, ms, genitourinary tract infection, back pain, right lower quadrant pain, left lower quadrant pain, pap smear abnormal, cervical dysplasia, bilirubin elevated and restless legs. Family history included breast cancer (paternal grandmother) and cervical cancer (mother). Concomitant products included ondansetron hydrochloride for nausea and vomiting, fentanyl, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin children) and morphine for pain as well as celecoxib (celexa)(B)(6) 2017 to (B)(6) 2018, ethinylestradiol;norgestimate (sprinted), levonorgestrel (explaining), ibuprofen, medroxyprogesterone acetate (depo-provera) since (B)(6) 2012, naproxen, nsaids from (B)(6) 2014 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2018, pramipexole dihydrochloride (mirapex) since (B)(6) 2016, pramipexole-(B)(6) 2017 to(B)(6) 2018 and topiramate since 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 9 days after insertion of essure. In january 2015, the patient experienced migraine ("migraines / , migraines / headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced depression ("depression / psychological or psychiatric problems condition: depression") and anxiety ("mental anguish / psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent a hysterectomy with a bilateral salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, migraine, depression, anxiety, female sexual dysfunction and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded.; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea, depression, anxiety, migraines. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping). Outcome of event pelvic pain, genital haemorrhage were updated. Reporter information, aka name, medical history, family history, historical drug, lab data, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding / general abnormal bleeding') in a 26-year-old female patient who had essure (batch no. B59463,f61386-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, flank pain and headache. Previously administered products included for to prevent pregnancy: implanon from (B)(6) 2014 to (B)(6) 2014 and depo-provera from march 2012 to (B)(6) 2014. Concurrent conditions included multigravida, menses irregular, arthralgia, upper abdominal pain, gallbladder stones, nausea, biliary colic, cholecystitis, cholecystectomy, shoulder pain, turner's syndrome, reproductive system disorder prophylaxis, ms, genitourinary tract infection, back pain, right lower quadrant pain, left lower quadrant pain, pap smear abnormal, cervical dysplasia, bilirubin elevated and restless legs. Family history included breast cancer (paternal grandmother) and cervical cancer (mother). Concomitant products included ondansetron hydrochloride for nausea and vomiting, fentanyl, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin children) and morphine for pain as well as celecoxib (celexa) (B)(6) 2017 to may 2018, ethinylestradiol;norgestimate (sprintec), etonogestrel (nexplanon), ibuprofen, medroxyprogesterone acetate (depo-provera) since march 2012, naproxen, nsaids from september 2014 to may 2018, paracetamol (acetaminophen) from september 2014 to may 2018, pramipexole dihydrochloride (mirapex) since march 2016, pramipexole (B)(6) 2017 to may 2018 and topiramate since 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 9 days after insertion of essure. In january 2015, the patient experienced migraine ("migraines / , migraines / headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On(B)(6) 2017, the patient experienced depression ("depression / psychological or psychiatric problems condition: depression / psych injury") and anxiety ("mental anguish / psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a hysterectomy with a bilateral salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the menstrual disorder, migraine, depression, anxiety, female sexual dysfunction and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for abdominal pain, general abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded.; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea, depression, anxiety, migraines. Batch no b59463 production date 2013-08-02 expiration date 2016-08-31 . Lot number f61386 is inv quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received - new event- abdominal pain was added. Event verbatim updated to depression / psychological or psychiatric problems condition: depression / psych injury. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.